Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and myofascial pain syndrome. It was reported that the patient was unable to recharge the battery pack in their chest. No symptoms or further complications reported.